Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant medical product - tess humeral reverse corolla s0, catalog#: p1700430 lot#: 0001125332. Therapy date - (B)(6) 2016. This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060694. This report is number 1 of 2 mdrs filed for the same event (reference 3006946279-2017-00002 / 00003). It is unknown which device was implanted during this procedure and which was discarded.

Event description:
During a shoulder arthroplasty, the humeral insert would not seat into the reverse corolla. The locking ring was removed and then the humeral insert was implanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Complaint device was not returned for evaluation; however, it was observed that among all the tess humeral reverse corolla, the smaller sizes are less flexible. Therefore the insertion of the tess humeral insert is not that simple. Further investigation has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.